Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there were multiple, intermittent events in which the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. A cartridge and infusion set change was performed to resolve the issue. The customer experienced a blood glucose (bg) level over 600mg/dl and small levels of ketones. A manual injection was administered to address the bg level.